Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed the self-test. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken curved blade at the midpoint. The broken piece was not returned. Additional observation: as a result of broken blade, the instrument failed the energy recognition test. The probable root cause of this recognition failure is related to mishandling/misuse caused by a broken blade. The probable root cause of broken blade is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades). In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.